Event description:
The customer reported that the system lost cine function. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The batteries were replaced and the cine was upgraded. The system was tested and operates as intended.